Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent sacroiliac and thoracolumbar surgery at l3-s1 due to removal of previous spinal hardware (dss- paradigm). Intra-op, the driver broke when placing the screw at s1. Patient had very hard bone and the tip broke off in the tulip head of the screw. The screw was removed and a new screw and driver was used. The overall procedure was delayed by less than 60 mins(5-10 mins). No fragments remained inside the screw tulip head and no patient symptoms or complications reported as a result of this event.

Manufacturer narrative:
Product analysis results: as reported, the tip of the returned driver has been broken off. If information is provided in the future, a supplemental report will be issued.